Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2014. The device performed to specification throughout testing at heartsine. Between the 3rd april 2018 to the 12th april 2018 the device records 11 manual power ons. Four of the power ons records a failed self-test. The user would have been alerted with a ¿warning device service required¿ prompt and a red status led. Information from the technical log shows the device was failing the self-tests due to a shock key error. This would indicate that the shock key was pressed or may have been inadvertently held on during the self-test. No fault could be measured or observed with the shock key line. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. The user may have witnessed the device switching on upon insertion of a pad-pak to clear the fault mode as demonstrated during the investigation and interpreted this as the device switching on automatically. This is consistent with the normal operation of the device. There was no evidence to suggest that the device was switching on automatically in the history log. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved. Device switches on automatically and prompts device service required.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device switches on automatically and prompts device service required.